Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the ligasure exact device was connected to a generator and used, the sealing was worse than using a small jaws device with generator and there was more bleeding than small jaws device. End tone was heard. No bleeding occurred. The procedure was completed with another similar device. Surgical time was not extended. There was no patient injury.